Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The first manual power up was recorded on the 19th february 2008, the device passed a self-test. There were 12 manual power ups, under 1 minute duration, recorded between november 2008 and november 2012. The device recorded multiple self-test fails between february and june 2013 due to a low battery. Nine manual power ups mainly under one minute duration were recorded between (B)(6) 2013 and the last log entry on the (B)(6) 2015. Investigation was unable to replicate the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to membrane failure. There were no ten minute manual power ups recorded, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.